Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rebw0395 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was a pinhole at the branch of the catheter approximately two weeks after the catheter insertion. There was no patient injury reported.